Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned. A visual inspection found the stent returned on the balloon, however the stent was dislodged distally toward the distal tip. The balloon was examined under microscopic magnification and crimp marks were noted on the balloon. The investigation is confirmed for the reported dislodgment. The definitive root cause for the dislodgement could not be determined based upon the available information. It is unknown if procedural issues removing the device from the packaging contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo¿ balloon expandable biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. Inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.

Event description:
It was reported that upon removal from the device packaging, the balloon expandable stent was allegedly dislodged from the balloon. Another balloon expandable stent was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that upon removal from the device packaging, the balloon expandable stent was allegedly dislodged from the balloon. Another balloon expandable stent was used to perform the procedure. There was no patient contact.